Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no sign of physical damage. Functional display check failed. Upon powering on the cycler the display appeared blank. Voltage check passed. During internal inspection found transformer (t1) on the ¿inverter board¿ to have an internal short which caused a blank display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. There were no other visual discrepancies encountered during the internal inspection. There was no burning smell detected. The simulated treatment post-ast 2 hour and 15 minute 8500 ml test passed. The device history record did not reveal any issues or problems related to the reported symptom codes. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a burning smell coming from the cycler shortly after the screen went blank. The ok and stop keys light up and made a sound when pressed. The patient rebooted cycler, but the screen was still blank. The patient was not connect to the system during event. The technical support representative issued a replacement and advised to discontinue use of this cycler. The patient does know how to perform manuals and has supplies for 5 days. The patient will perform manual treatments in the absence of a cycler. Additional information was requested but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.